Event description:
It was reported by a customer in japan that during prior to use testing, air was inserted into the tracheostomy tube cuff and it was observed to be leaking. There was no pt involvement.

Manufacturer narrative:
The device is expected to be returned for an investigation. However, it has not yet been received. (B)(4).

Manufacturer narrative:
One sample of a taperguard endotracheal tube was received for evaluation. It was observed that the cuff leaked through a small cut. The customer reported malfunction was confirmed. A CAPA was opened to address this issue. (B)(4).